Manufacturer narrative:
This report has been identified as b. Braun (B)(4). One used space pump i.v. Set, without the original packaging, was received for evaluation. The set was subjected to an air pressure (leakage) test according to specification. Leakage was observed from the top of the port on the distal caresite injection site. The investigation into this reported event is ongoing. Following the receipt of additional information and/or completion of the investigation, a follow up report wil be filed.

Event description:
As reported by the user facility: reports the set leaked form the y site (customer is unsure of what port). The medication that leaked was chemo, but unsure of what kind.